Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicon extravasation and capsular siliconoma.

Event description:
Healthcare professional reported rupture, silicon extravasation and capsular siliconoma. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in posterior side assessed as surgical impact opening.( shell thickness within specification). Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations non penetrating nick( stress marks ) no further actions are required as the device was implanted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture, silicon extravasation and capsular siliconoma. Device has been explanted. This relates to the right side.